Event description:
It was reported that the patient presented in the emergency room after receiving a vibratory alert. Device interrogation revealed that the right ventricular lead had high impedance. A lead fracture was suspected. The physician turned off tachycardia therapies. The patient was given a life vest and would have their lead replaced. The patient was in stable condition.

Manufacturer narrative:
Correction: g3 should have been (B)(6), 2021 in original report

Event description:
New information noted that the right ventricular lead had a sudden rise of pacing impedance and capture thresholds. The lead was capped and replaced on march 8, 2022. The patient was stable post procedure.